Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (323 mg/dl). The customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts) , the customer noted small air bubbles at the luer lock. Reportedly, the customer had disconnected at the luer lock prior to contacting cts. The customer was able to expel air bubbles by performing fill tubing. A few hours later the customer called back to report a bg level of (337 mg/dl) the customer stated to have ate 40 grams of food and bg's were still elevated. The customer declined to troubleshoot with cts. Cts noted that the customer still had 3.7 u of insulin on board (iob) out of the 5 u of food bolus still active. The customer stated that bg's would be monitored after iob is finished.